Manufacturer narrative:
(B)(4); this device has not been returned for analysis. This report will be updated should additional information become available or upon completion of device analysis.

Event description:
Boston scientific received information that during device interrogation this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion code. Data review found the device appeared to be depleting earlier than expected. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device was at eri battery status. A review of the memory confirmed the battery depletion code observed in the field. Functional shock testing was conducted and it was determined that the device could deliver therapy. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion.